Event description:
It was reported that the patient presented to the clinic due to multiple inappropriate shocks. Review of egm showed noise on the rv lead due to non-physiological oversensing. The impedance and the r-wave sensing had decreased. Suspected lead insulation break. The patient did not want anything else done at this time and was sent home with tachy therapy disabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.